Event description:
Complainant alleged that during biomed testing, the device was unable to recognize the attached the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device and multifunction cable (mfc) was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the mfc cable consistent with mishandling. The damage is not consistent with normal wear and tear. Device evaluation found no indications of a malfunction during testing and stressing with known good mfc cable, simulator and equipment. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.